Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal tip was broken. The user was completing the procedure as planned with no further issue reported. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument tip was not completely detached from the instrument. The instrument jaw cover was damaged. There was no instrument collision. There was no fragment fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate the customer complaint "tip breakage". The instrument was found to have a torn jaw cover at the distal end. The jaw cover is damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.